Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Documentation received from allergan legal states the patient¿s breasts were ¿hard, uneven, and painful¿, and demonstrated a poor aesthetic appearance, and has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [they] will suffer them in the future¿. The device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-02200 for the right side.